Manufacturer narrative:
(B)(4). Evaluation conclusion: the cause of the issue was determined to be reduced potency of the active antigen which is coated on the microparticle component of the assay. Elevated or out of range high negative control results and/or elevated grayzone / reactive results may be observed for the architect havab-igm assay, list number 6c30, when it is run on the same module with the architect anti-hbs, list number 7c18. This issue has the possibility to occur when the architect ausab / anti-hbs assay precedes the architect havab-m / havab-igm assay during testing. Additionally, there is the potential to generate elevated results even when architect ausab/anti-hbs is not run on the same module. The investigation identified the cause as a reduced potency of the hav antigen which is coated on the microparticle component of the assay. This leads to lower ical rlu values and elevated signal from negative samples, which in turn has the potential to cause increased false grayzone/positive results, increased susceptibility to reagent cross contamination (e.g. Architect anti-hbs/ausab), and / or increased impact of naturally occurring test system variability on final test results. Control measures include raw material qualification and implementation of manufacturing controls for calibrator rlu values. Current modes of control were communicated to architect havab-igm customers through product correction letter fa24feb2010 and will remain in effect until corrective actions to address the reduced potency of the hav antigen have been implemented.

Event description:
The customer stated that over the last few weeks the havab igm negative control has generated higher than expected results and they have seen an increase in the number of havab igm grayzone reactive patient samples. The customer also stated they were not following the instructions provided in fa24feb2010.